Event description:
Angiogram results: total occlusion sfa and very calcified anterior tibial. The physician performed atherectomy/pta in the sfa with another MFR's device and balloon. No distal embolization protection sys was used, but the at remained open/patent following intervention with the device. He then proceeded with another MFR's device sc intervention in the at by performing one pass at low speed, then one pass at medium speed. F/u angio showed no flow in the at. The physician suspected an embolism, so he used another MFR's catheter to aspirate and followed with an injection of retavase, but after 15-20 mins, there was no improvement in flow. Pt had a patent single, peroneal run-off vessel, so the physician elected to discontinue add'l intervention. The right foot was severely mottled with no dp pulses present. The physician elected to wait/watch the pt in the recovery room and over the next 2 hrs, the foot "pinked up a little". At 4 pm, the rsm rec'd a call from the physician stating he'd been notified that the pt's entire right leg was cold, so he had requested that his partner take the pt to the or to perform an exploratory procedure. The entire sfa was thrombosed, therefore, the physician performed a femoral cut-down and a thrombectomy of the sfa and the at. He also found a right iliac dissection which was thought to have been caused by the 7fr/55cm cook raabe introducer sheath (which had moved about during the initial procedure). The physician stented the right iliac and restored dp pulses for the pt, but the foot remained severely mottled with purple discoloration of the 2nd and 4th toes on the right foot. The severe mottling extended throughout the right foot to the ankle and the pt had very little sensation on the bottom of that foot. The physician attributed these to the embolization.

Manufacturer narrative:
Catalog # kcfw-7.0-38-55-rb-raabe. Expiration date unk as lot # info not provided by the rptr. No prod was returned to assist in our investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. This device is inspected 100% for bends, kinks and other surface imperfections by our qc dept prior to further processing. They also verify the appropriate dilator length and that the transition between the sheath and dilator is smooth. Nevertheless, the appropriate individuals were notified of this event, and we will continue to monitor for similar reports.